Manufacturer narrative:
Olympus checked the subject device for evaluation but could not duplicate the reported phenomenon which is given alarm. However the subject device could not start up due to the printed circuit board failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to olympus medical systems corp. (Omsc), the root causes could not be identified. However based on the report of olympus , omsc surmised there was the possibility these phenomena were attributed to the following causes for each; -it was given the alarm when the subject device was shifting into the insufflation mode it might have occurred due to the inner sensor failure or the power supply circuit failure. -the subject device could not start up due to the printed circuit board failure. It might have occurred due to accidental electrical components failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was given the alarm when the subject device was shifting into the insufflation mode during the preparation for the unspecified therapeutic procedure. The intended procedure was completed with another similar device. There was no report of patient injury associated with the event.